Manufacturer narrative:
Device history record summary found no significant anomalies or non-conformances.

Event description:
Additional information: patient had been subsequently diagnosed with pyoderma gangrenosum (autoimmune disease) after the injections which had not been known prior to the injections. Patient has been treated with hyalase over 3 sessions with a physician to dissolve the nodules. The nodules were noted to be resistant to dissolving. The treating physician notes that there seems to be an association between nodules and patients with autoimmune disease. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the cheeks. Patient was also injected with juvéderm volift with lidocaine in the mid face medially and over the top of the juvéderm voluma with lidocaine a small amount laterally. Patient was happy with the results and then the patient went for a laser treatment for a mole at another clinic. Upon review at the laser treatment clinic, the nurse and doctor noticed hard lumps upon palpation on both cheeks. Patient was treated by the laser doctor with hyalase. Patient is done with treatment and would have preferred it not to have been touched and just leave to see if it settles. It appears that the juvéderm volift with lidocaine was unaffected, but the healthcare professional did not have a chance to review the patient prior to the treatment with hyalase. This is the same event and the same patient reported under MDR ID #3005113652-2018-01461((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.